Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was creating noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the battery handpiece device, it was determined that the mechanics of the device had seized. It was noted that the device failed for free moving, trigger failure, the device was creating noise, and many spare parts were faulty. It was further determined that the device failed pretest for check for roundness, check of free moving, check proper function of the triggers, check for leakage, and check history. It was noted in the service order that the device was not working while in use with a power module device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.